Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 30-jan-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant) with pruritus and pustule, depression ("depression"), headache ("headaches"), back pain ("low back pain"), dizziness ("dizziness"), insomnia ("insomnia"), pain in extremity ("leg pain with very strong shooting pains"), myalgia ("muscle pain"), fatigue ("feeling really tired"), adnexa uteri pain ("strong shooting pains in ovary") and muscle spasms ("contractions"). At the time of the report, the allergy to metals, depression, headache, back pain, dizziness, insomnia, pain in extremity, myalgia, fatigue, adnexa uteri pain and muscle spasms had not resolved. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, back pain, depression, dizziness, fatigue, headache, insomnia, muscle spasms, myalgia and pain in extremity with essure. Amendment: the report was amended for the following reason: case upgraded to serious incident. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on 30-jan-2020. The most recent information was received on 28-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant) with pruritus and pustule, depression ("depression"), headache ("headaches"), back pain ("low back pain"), dizziness ("dizziness"), insomnia ("insomnia"), pain in extremity ("leg pain with very strong shooting pains"), myalgia ("muscle pain"), fatigue ("feeling really tired"), adnexa uteri pain ("strong shooting pains in ovary") and muscle spasms ("contractions"). At the time of the report, the allergy to metals, depression, headache, back pain, dizziness, insomnia, pain in extremity, myalgia, fatigue, adnexa uteri pain and muscle spasms had not resolved. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, back pain, depression, dizziness, fatigue, headache, insomnia, muscle spasms, myalgia and pain in extremity with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority reference number: (B)(4) on 30-jan-2020. The most recent information was received on 26-mar-2021. This spontaneous case was reported by a consumer and describes the occurrence of allergy to metals ('nickel allergy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced allergy to metals (seriousness criterion medically significant) with pruritus and pustule, depression ("depression"), headache ("headaches"), back pain ("low back pain"), dizziness ("dizziness"), insomnia ("insomnia"), pain in extremity ("leg pain with very strong shooting pains"), myalgia ("muscle pain"), fatigue ("feeling really tired"), adnexa uteri pain ("strong shooting pains in ovary") and muscle spasms ("contractions"). At the time of the report, the allergy to metals, depression, headache, back pain, dizziness, insomnia, pain in extremity, myalgia, fatigue, adnexa uteri pain and muscle spasms had not resolved. The reporter provided no causality assessment for adnexa uteri pain, allergy to metals, back pain, depression, dizziness, fatigue, headache, insomnia, muscle spasms, myalgia and pain in extremity with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-mar-2021: no new clinical information; imrdf-FDA codes update. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.